Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, patient was implanted with a triflange cup and liner. It was noted the outer diameter of the liner did not match the inner diameter of the triflange cup. There has been no reported revision procedure to date. A review of the invoice history confirmed the surgery date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. A surgical technique related to revision hip arthroplasty m2a-magnum cup with avantage e1 insert has been available since (B)(4) 2013. It is precised, the use of an e1 bearing of 50 mm diameter with a magnum shell 56 mm diameter. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions and a subsequent reduction in the service life of the prosthetic implant."

Manufacturer narrative:
The surgeon implanted an acetabular liner that was too small for the custom tri-flange acetabular component. The part remains implanted with the incorrect size liner. A review of the DHR shows that the product left biomet control conforming to print specifications. The surgical technique clearly states what size liner to use with specific size shells thus user error occurred. The surgeon reported that the patient is asymptomatic and is not experiencing any adverse outcomes as a result of the incorrectly sized liner and no revision procedure has been reported to date. The part remains implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6)2013 where a competitor's hip was implanted. The pelvis was fractured during the primary surgery which caused the patient to fall one week later. The acetabular implant was removed on (B)(6) 2013 and the fractured pelvis was treated with traction until it healed. A biomet custom tri-flange acetabular component was implanted on (B)(6) 2014. The surgeon implanted an acetabular liner that was too small for the custom tri-flange acetabular component. The surgeon reported that the patient is asymptomatic and is not experiencing any adverse outcomes as a result. There has been no reported revision procedure to date.